Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
An email was received regarding, reservoir, cassette, 250ml, fs 12/bx, 21-7308-24 and lot number 6077769. It was reported that the device displays error message: 'downstream occlusion. Clear occlusion between pump and patient¿. On (B)(6) 2025, two events occurred at the time of connection to the patient and starting of the cadd pump. On (B)(6) 2025, two events occurred at the time of connection to the patient and starting of the cadd pump, but the cassettes were tested in the pharmacy cleanroom with ns 0.9% and worked correctly. No injury to the patient was caused by the product issue. However, patients had to wait an additional 15-30 minutes while a new cassette was being compounded. There is a possibility that the lot had chemotherapy, with the date of events occurring between 31-mar-25 and 09-apr-25.

Manufacturer narrative:
H3: no product was received for analysis. The device history record of reported lot number 6077769 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.